Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned device was manufactured in 2013 and is in good condition. The jaws of the device won´t close. The investigation revealed that the tension bolt is broken due to overloading of the device and poor cleaning

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2014. The needle holder would not stay closed. The procedure was converted to an open procedure. Additional information has been requested.